Event description:
We have detected some cases of hyperacute liver failure associated with the application of polyhexanide biguanide 0.3% in burned children. We have already reported these events to (B)(6) (reference report (B)(4)) and manufacturer (lohmann-rauscher (B)(4)) last year. We also started a clinical protocol since last year (approved by (B)(6)), and we are finishing a document for publication in a clinical journal. Patient was previously stable, not intubated, without vasoactive support or some other condition that explained sudden liver failure. The patient was admitted to our unit for a second degree scald in 21% of the body surface, with adequate evolution, without any complications until the application of the suspicious product. The patient was previously healthy, without any associated medical condition or history of allergies.